Event description:
It was reported that the dexcom g7 sensor maintained connection to the dexcom app but experienced repeated signal loss to the ilet, and no sensor alarms or alerts were received. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education focused on signal integrity and device communication. Investigation of this case revealed intermittent loss of communication between the cgm transmitter and the ilet consistent with a communication or connectivity problem localized to the external communication interface rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely environmental or use-related factors affecting wireless communication.